Manufacturer narrative:
Concomitant product: product ID 8709, serial # unknown, product type catheter. The pump was returned an analysis revealed no anomalies. The device met specification.

Event description:
Information was received from a health care professional via a representative regarding a patient in who was receiving lioresal 500 mcg at a dose of 290 mcg via an implantable. The patient¿s concomitant medications were not obtainable. The patient¿s medical history included ms spasticity. It was reported that on approximately (B)(6) 2016, during normal use, the patient experienced more spasticity and the nurse in the hospital increased the dose and could not find the issue. The patient reported he also heard some noise from the pump. Reportedly, they had to program the pump to minimum rate probably before the explant. The pump was changed because of both ¿off time¿ and this problem. The patient's status was reported as alive-no injury and the issue was then ultimately resolved (further intervention was required and captured in a related event). The therapy was now working ¿so everything is good for the patient.¿ on 2016-07-01 the representative reported that the serial number and implant date of the old pump were not known. An explanted pump was returned. Clarification was requested regarding the implant and explant dates, model/serial of pump involved and explanted, and timing sequence of the events.

Event description:
The approximate explanted date of the pump was reported as (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-08-18 information was received from the representative who further clarified that the pump, (B)(4), was implanted on (B)(6) 2014. This pump, (B)(4) worked until (B)(6) 2015 when the patient felt ¿leak of effect¿ in a period of 3 weeks and then it works again in short time. On (B)(6) 2016, this pump was explanted and replaced with new pump (B)(4), cc112 and refill kit 8551 lot no cs2875. The representative reported that the neurosurgeon at the university reported that "this" pump was only implanted in 3 month. The representative was to discuss this further with the neurosurgeon. Please note that the previous information reported for this event has now been further clarified. Please note that the pump noise and that explant have been now confirmed to be associated with a different pump. Please see manufacturer report # 3007566237-2016-02718 which had captured and will continue to capture the information pertaining the reported pump noise and explant which is associated to pump (B)(4).

Manufacturer narrative:
Concomitant medical devices: information references the main component of the system and other applicable components are: product ID: 8709, product type: catheter. Drug information clarification noted per session report that the drug was baclofen 500 mcg at a dose of 290 mcg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.